Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#: n202138017, implanted: (B)(6) 2009, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a company representative (rep). Regarding a patient, receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump. For an unknown, indication for use. It was reported, that the patient had withdrawal symptoms. Was itchy and had increased spasticity. It was unknown, if there were any environmental/external/patient factors that may have caused or contributed to the event. The hcp stated, that they had interrogated the pump, and there were no stalls or alarms noted. An x-ray was done. And it was negative for an issue with the catheter with what could be seen on x-ray. It was reported, that the hcp may order a dye study to check the catheter. The issue was not resolved at the time of this report. And the patient's status was "alive-no injury". The patient's weight and medical history were asked, but unknown. Additional information was received, from a company representative (rep). Reporting, that the catheter was broken and was replaced with a new one today.